Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The IFU instructs the operator to dilate the vessel using the retroflex dilator kit by advancing and increasing the size of dilators over the guidewire until the appropriate diameter is reached. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the patient's access vessel was measured to be 8.1 mm with noted moderate calcification and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that a combination of the borderline access vessel size in combination with the moderate calcification and tortuosity that may not be appreciable on imaging contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required.

Event description:
As reported via the edwards clinical specialist, during removal of the rf3 sheath a dissection of the right common iliac artery occurred during a transcatheter aortic valve replacement (tavr) procedure. During the case, a right femoral cutdown was performed and the 24fr sheath was inserted with slight difficulty. Post sapien valve deployment in 50:50 position within the native annulus, and upon removal of the sheath, a small right common iliac dissection was noticed via angiography below the aortic bifurcation. An ev3 8x 60mm stent was placed in the dissected area with a good result verified by subtracted angiography. The cutdown site was then closed in the usual sterile fashion successfully.